Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device disposition is unknown.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent surgery at (B)(6) hospital in (B)(6) on (B)(6) 2018 to treat a broken femur. The doctor performed the surgery during which time a ¿stryker pin¿ was used. The plaintiff alleges that on (B)(6) 2018, the ¿pin¿ broke. The plaintiff alleges she underwent a surgery on (B)(6) 2018 at (B)(6) medical center during which time the pin was removed and plaintiff was converted to having a total hip replacement.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event such as the patient's details, his activity level post op, x-rays, as well as the affected device must be available in order to determine the root cause of the complaint event. Due to insufficient information the exact root cause could not be determined. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent surgery at (B)(6) hospital in (B)(6) on (B)(6) 2018 to treat a broken femur. The doctor performed the surgery during which time a ¿stryker pin¿ was used. The plaintiff alleges that on 9/1/18, the ¿pin¿ broke. The plaintiff alleges she underwent a surgery on 11/11/18 at baptist medical center during which time the pin was removed and plaintiff was converted to having a total hip replacement.